Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse replaced the inspiratory printed circuit board (pcb) as a precaution. The cse performed extended self-testing on the device and all performed tests were passed.

Event description:
It was reported that the ventilator stopped cycling while ventilating a patient. The patient was reported to have been removed from the device and placed on an alternate ventilator without any reported patient harm or injury. There is no report of death or serious injury associated with this event.